Event description:
It was reported that there was a question as to how much time was remaining on the device. It was also reported that the device would last less than five years so the physician chose to replace the device at time of lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.